Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that the implantable cardiac monitor exhibited under-sensing. No intervention was performed. Patient status was not reported.

Event description:
New information received notes that the patient was in stable condition.